Event description:
Clinician contacted dexom technical support on behalf of pt on (B)(6) 2011 to report that pt was being hospitalized for hyperglycemia. Clinician also stated that pt had been experiencing sensor failures 1 day after insertion. The role of the sensor failure in the hyperglycemia event remains unclear. Dexom technical support has made several attempts to collect more info about the issue but has been unsuccessful in reaching pt.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.